Event description:
It was reported to philips that the system was not properly booting up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) connected with customer remotely and confirmed that the system not properly booting up. Customer restarted the system twice, but issue persisted. The fse visited onsite and upon functional testing, the fse found bad component in the ny section of the m cabinet, due to this no dc power to upper half of m-cabinet. The part analysis of the defective power supply was performed, and it showed that somebody soldered an external fuse holder to the fuse holder contacts. To resolve the reported issue, the fse installed a new ny section (pd. Assy.rearpanel boxed) in the m cabinet. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.